Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that isometric maneuvers were performed, but no abnormal lead impedances were noted. The cause for the high shock impedances was not determined. No programming changes were made. The physician decided to continue monitoring the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed a high out of range shock impedance measurement of greater than 125 ohms. Technical services reviewed the shock impedance trends, and noted the shock impedance has been on a gradual rise since device implant. The shock impedance at device implant was around 60 ohms. The shock impedance more recently was around 80 to 90 ohms with one impedance spike around 133 ohms. It was noted the last delivered shock was about a month ago, and the 41 j shock impedance was around 89 ohms. Technical services provided troubleshooting options and possible causes for the clinical observation. The representative planned to follow-up with the physician and perform further testing on this crt-d and competitor rv lead. At this time, this crt-d remains in service and there were no adverse patient effects reported.